Manufacturer narrative:
Review of the complaint history reveals similar reports have been received for this product, 2c5687, for the reported issue. A corrective and preventive action has been initiated for this issue.

Event description:
An incident in which the set leaked during an infusion. The patient was receiving inotropic support with an initial systolic blood pressure in the 70's. The patient's blood pressure "dropped by 10" after the leak was discovered. The nurse manager also reported that "pte vitamin" was being infused through medex tubing. The leak occurred where the extension set connects to the tubing. No medical intervention was reported. No additional information is available at this time.